Manufacturer narrative:
A complete lead was returned in four pieces. Internal insulation abrasion exposing the inner coil on the distal portion of the lead. Was noted at 19.9 cm to 20.7 cm from the distal tip.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number:2017865-2020-02190. It was reported that the patient presented for an ex-plant procedure. The leads were explanted for a malfunction. Further information was requested but not received.

Event description:
New information received on 28 feb 2020, indicates that the patient presented in clinic, where it was noted that the right ventricular lead had noise and a suspected insulation breach. The atrial lead ad no issues, and was explanted and replaced to upgrade the system.